Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder module failed to calibrate and would not occlude properly. The device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event.